Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. No excessive no delivery alarms were noted. The insulin pump was received with normal operating currents. The device passed the self test and the unexpected restart error test. The pump passed the off no power test as well. The device had the following physical damage: minor scratches on the lcd window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her insulin pump keeps alarming no delivery, even after changing her site 5 or 6 times and turning off the insulin pump. The customer's blood glucose at the time of incident exceeded 600 mg/dl, which was treated with manual insulin injections. Troubleshooting was initiated for the hyperglycemia. The customer stated that she experienced nausea and vomiting. The customer was advised to seek medical attention and call back to troubleshooting. She also did not feel well enough to troubleshoot. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.